Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, replaced the single board computer (sbc) printed circuit board (pcb) and the ventilator was returned to the customer.

Event description:
It was reported that a ventilators display would freeze at the photo screen during power up. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.